Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient, (age and gender unknown), the device's display blanked out and the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.